Event description:
It was reported that the patient underwent a surgery involving a previous sling device. An artificial urinary sphincter (aus) was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.